Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat cystocele, stress urinary incontinence and a mesh was implanted. It was reported that patient has been experienced urinary retention since implantation on (B)(6) 2004 and has required intermittent self catheterization. On (B)(6) 2009 the patient underwent a procedure for release of sling and urethrolysis . A future surgery for removal of sling with reconstruction was planned for (B)(6) 2013.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. Must self-catheterize and was unable to void on own. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/06/2016. Additional (B)(4). Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to urinary obstruction, recurrent urinary tract infections, and pelvic pain. It was reported that patient underwent extensive transvaginal urethrolysis, excision of scar, creation of a martius flap, and retropubic transfer of martius flap on (B)(6) 2014 by dr. (B)(6) due to urinary retention and post complications of retropubic mesh surgery.

Event description:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to urinary obstruction, recurrent urinary tract infections, and pelvic pain. It was reported that patient underwent extensive transvaginal urethrolysis, excision of scar, creation of a martius flap, and retropubic transfer of martius flap on (B)(6) 2014 by dr. (B)(6) due to urinary retention and post complications of retropubic mesh surgery.